Event description:
It was reported that four days post implant pacing failure occurred of the ventricular lead. It was noted from diagnostic imaging by chest x-ray of possible lead dislodgment. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant devices: (B)(4) implantable pulse generator - (B)(6) 2012. (B)(4).